Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior the date of treatment. Log file review shows that all treatments were completed to 100 % and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported transient light sensitivity one week post lasik procedure in left eye. Steroid therapy was prescribed. The optometrist scheduled a follow up appointment for the next day. Additional information was received from the optometrist which informed that patient reported photophobia had worsened and she experienced excessive watering approximately one week post operative in left eye. The optometrist prescribed steroids for secondary treatment. At most recent follow up approximately two weeks post surgery the patient reported photophobia was slightly better and experienced very dry eye. The doctor reported an alternative steroid has been prescribed with an artificial tear at bedtime. The patient's vision is expected to improve. No further information is expected.